Event description:
It was reported that the blood parameter monitor (bpm) was giving high carbon dioxide (co2) readings. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the customer, the co2 high levels had been 40, 38, 42. He stopped using sodium bicarb because patients don't need it. They would run blood gases, recalibrate and readings would read fine. If the blood parameter monitor (bpm) was recalibrated and co2 was still high, they would change the sensor and it would be reading fine. This has happened to the customer two times.